Event description:
It was reported that during a nephrectomy, the clip applier had clips popping out of the jaws when fired. The clips fell into the patient and they were retrieved through the trocar. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.